Event description:
It was reported that the patient with a right atrial (ra) lead and a right ventricular (rv) lead exhibited bradycardia at about 45 bpm. The rv lead showed no capture and there were sensing issues on the ra lead. Both leads were revised and were found dislodged. The two leads were repositioned and connected to the device. The whole system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.